Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the main body of the imaging camera and camera cable was flooded. There was also damage and corrosion on the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed the internal ccd may have failed due to flooding of the image pickup unit and camera cable. Therefore, it is assumed that normal communication was not possible and the video defects you indicated occurred. The cracks on the video connector indicate that the connector could not be kept watertight and moisture entered the interior. Therefore, it is presumed that the main body of the imaging camera and the camera cable were flooded. However, the root cause has not been established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU):** the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section of the instruction manual "for safe use_endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. The following statement is found in the "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: ·this product should not be used with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a possibility that a hole will be made in the camera cable and the electrical circuit inside the product may be destroyed by water leakage. The following is described in the "precautions" section in the instruction manual "for safe use_handling and general precautions". Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had poor video image quality. It was also suspected that a wire was broken. There were no reports of patient harm.